Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one conductor wire had a section with insulation missing at one of the proximal pulleys. The pulley and top of one of the proximal clevis ears exhibit charring, indicating an arcing event occurred. Engineering has concluded that the wire insulation may have been damaged due to mishandling or misuse of the instrument, causing a path for energy to escape. High generator settings may have also contributed to arcing. Electrical continuity passed. No other damage found.

Event description:
It was reported that approximately one hour into a da vinci prostatectomy procedure, arcing occurred with the permanent cautery hook instrument, which nicked a vessel and created minor controllable bleeding. The planned surgical procedure was completed with a replacement instrument of the same type and without significant delay. No additional patient harm, adverse outcome or injury was reported.